Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the 'cook bakri postpartum balloon with rapid instillation components' leaked at the junction between the balloon and the catheter during treatment of a postpartum hemorrhage (pph) following a cesarean section delivery. The balloon catheter was checked before use and confirmed that the packaging is intact. The balloon was placed transabdominally. After the liquid was injected into the device, then water leakage was found at the junction of the balloon and catheter. The procedure was complete by replacing the complaint device with another balloon immediately. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.

Event description:
Additional information received 17apr2024: the balloon was inflated with 150 ml of water and was not handled or in the proximity of any metal tools. The total estimated blood loss for the patient was 700 ml; 600ml prior to the device failure and 100ml after the device failure. The patient did not receive a blood transfusion.

Manufacturer narrative:
Investigation ¿ evaluation. As reported, the 'cook bakri postpartum balloon with rapid instillation components' leaked at the junction between the balloon and the catheter during treatment of a postpartum hemorrhage (pph) following a cesarean section delivery. The balloon catheter was checked before use and confirmed that the packaging is intact. The balloon was placed transabdominally. After the liquid was injected into the device, then water leakage was found at the junction of the balloon and catheter. The balloon was inflated with 150 ml of water and was not handled or in the proximity of any metal tools. The procedure was complete by replacing the complaint device with another balloon immediately. The total estimated blood loss for the patient was 700 ml; 600ml prior to the device failure and 100ml after the device failure. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The complaint device was returned for evaluation. The glue bond on the distal end of the balloon material has become separated. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified anyone other complaint associated with the reported device lot. Review of the device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sos_rev4 'bakri postpartum balloon', provides the following information to the user related to the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Appropriate measures have been initiated to address this failure mode. A CAPA is in progress to further investigate this failure mode with this device. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.